Event description:
Note: date of event and procedure date are unknown. It was reported to boston scientific corporation on (B) (6) 2009 that an excelon transbronchial aspiration needle(tban) was used during a bronchoscopy procedure (female patient; age and weight are unknown). According to the complainant, during the procedure, the needle would not come out of the end of the scope. When the catheter was removed from the scope, it was noted the needle was protruding out of the catheter about 1mm. The needle retraction button on the handle was in the fully closed (retracted) position. The needle had perforated the scope, but not the patient. Another scope and tban were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: date of event and procedure date are unk. It was reported to boston scientific corporation in 2009, that an excelon transbronchial aspiration needle (tban) was used during a bronchoscopy procedure. According to the complainant, during the procedure the needle would not come out of the end of the scope. When the catheter was removed from the scope, it was noted the needle was protruding out of the catheter about 1mm. The needle retraction button on the handle was in the fully closed (retracted) position. The needle has perforated the scope, but not the pt. Another scope and tban were used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to the fine.

Manufacturer narrative:
(Damaged scope). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B) (4).